Event description:
An alarm issue was reported by the caller, first with an alarm 2 followed by an alarm 26. There was no adverse impact to the customer's blood glucose level, and no readings exceeded 500 mg/dl. The customer resolved the issue by adjusting the tubing and changing the cartridge, which allowed them to resume insulin. No further assistance was required, and the case was closed.